Event description:
It was reported that the customer had a fluid exposure to the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported the fluid exposure occured is reservoir leak. The customer was advised to disconnect from the insulin pump. The customer insulin pump is being replaced as per customer request. The customer reported the blank display on the insulin pump. The customer does not want to complete the troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.